Event description:
"Clear care" contact solution seared my eye; there's no way this product should be on the market. Uses hydrogen peroxide to clean contacts. Dose or amount: recommended, frequency: 1. Date of use: (B)(6)2010 - (B)(6)2010 - diagnosis or reason for use: to clean contacts. Event abated after use: no.